Event description:
It was reported that while this patient was residing in (B)(6), the implanted pacemaker entered safety mode. It was planned for the patient to receive device replacement in (B)(6). The pacemaker remains in service and no adverse patient effects were reported.